Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing and showed that the pump was within manufacturing specification of +/-6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -8.8%". No reported adverse effects.